Event description:
It was reported that during preparation, the emboshield nav6 filtration element did not fully load into the delivery catheter with the first attempt. The nav6 filtration element was put back in the tube and a second attempt to load the filtration element was successful. Prior to the insertion of the filter, the physician noted atheroma and probable thrombus in the heavily calcified, target lesion in the right internal carotid artery. After the emboshield nav6 filter was inserted distal to the target lesion, the nav6 moved proximally. The physician used an uninflated balloon to push the filter distally. After post dilatation of the acculink stent, the patient experienced hypotension; however, distal flow was diminished requiring thrombectomy and atherectomy. The diminished distal flow was also treated with nitroglycerin, which resulted in further hypotension. The patient then became confused with some left hemiparesis and right sided facial droop. The hypotension was treated with neosynephrine, dopamine, and intravenous fluid bolus. The physician indicates that there was possibly some small atheroma which may have embolized. The distal flow continued to be diminished; therefore, thrombus aspiration and atherectomy were performed along with the administration of intracerebral tissue plasminogen activator (tpa) which resulted in mildly improved flow. The physician indicated that the hypotension was probably caused by the newly deployed carotid stent. During the stenting procedure, the patient also experienced bradycardia that resolved with atropine. The patient was dysphagic, lethargic, but arousable and his speech is unintelligible. The physician speculated as to whether the pores on the filtration element may have become enlarged during the difficulty to load into the delivery catheter pod during preparation. During the course of the patient's hospitalization, the patient status was made a do not resuscitate, do not intubate.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke), hypotension, bradycardia (arrhythmia), embolism, thrombosis and death are listed in the product instruction for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The emboshield nav6 is being reported under a separate medwatch report number.